Event description:
An overinfusion of nitro occurred. There was no resultant pt complication.

Manufacturer narrative:
The initial report was filed as a malfunction. It was reported through the hospital's internal report that medication was given to counter act the overinfusion. Section b-1 adverse event, required medical intervention and h-1 changed to serious innjry.